Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a syncopal episode. The implantable cardiac monitor was observed to have intermittent oversensing of bigeminy premature ventricular contractions (pvc) and undersensing. The device remains in use. No patient complications have been reported as a result of this event.